Manufacturer narrative:
Unit received with stripped battery cap coin slot, cracked battery tube threads, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she was unable to open the battery cap on the insulin pump. The customer was able to read the screen but it was harder to read. The screen had scratches. Customer's blood glucose level was 130 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.